Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (united kingdom) was to received a permanent scs system which included a surgical lead. It was reported the physician experienced difficulty placing the lad which resulted in a csf leak. The physician subsequently abandoned the procedure. The lead associated with this event will not be returned to the manufacturer for analysis. Additional details regarding the patient's condition were requested; however, no further information was available at the time of this report.